Manufacturer narrative:
(B)(4). Pump received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm, charge/battery anomaly or back light anomaly were noted. Unit passed rewind test and basic occlusion test. Unit failed prime/a33 test at 3.5lbs due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test or verify no unexpected no delivery alarm noted.

Event description:
Information received by medtronic indicated that insulin pump had rewind louder and slower and received random no delivery alarm. No harm requiring medical intervention was reported. The customer stated that insulin pump had diminished battery life and had rejected new battery. The insulin pump cracked on battery compartment and back light did not work. The device will not be returned for analysis.